Event description:
Consumer was using the ab exercise equipment for five mins when they suddenly felt a shock through their stomach (unk why). Consumer discontinued use of the exercise equipment; no treatment needed. Same day, consumer tried to call MFR but was not able to speak with a rep. Six days later consumer mailed the exercise equipment back to the MFR with a letter for a return call. Consumer feels that the exercise equipment poses a safety hazard. The product was not damaged, repaired or modified.